Event description:
It was reported that the patient had a micl12.6 implantable collamer lens implanted in the right eye in 2008. As part of the study, the patient reported that she was experiencing dry eye and seeing halos at night. Further information requested but not yet forthcoming. Any additional information will be submitted by a supplemental. See MFR report# 2023826-2009-01264 for the other eye.

Manufacturer narrative:
Results - a work order search was conducted and there was no similar complaints found.